Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during femur impaction of an initial knee procedure, the impactor pad of the impacting instrument fractured. No patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product as having signs of repeated use with nicks and gouged. Additionally the unit was identified as fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to standard wear and tear from repeated use over 8+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.